Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned however a specific error could not be confirmed via system logs. Error 2-8a logged on 11/14/2025 does indicate issues with bipolar. Errors c-06, m-18, and m-11 logged on 12/5/2025 were not related to bipolar. Inspection during fa process was unable to find issues which may relate to the reported event, nor able to replicate on site. Erbe error logs were empty. Initial inspection noted us-deployed unit with 230v/4a fuse configuration; fuses left in as-arrived configuration. Unit tested on system; all operations performed successfully via all ports. Upon visual inspection, the unit was found to have slight but present scuffing/scraping on underside of front bezel. Underside lips of cover have slight scrapes at rear. Light chipping/scrapes at meeting edge between top and right sides of cover; slight chipping along right side of cover, lower edge. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The complaint was not confirmed based on failure analysis. As a result of these findings, the root cause of the reported event could not be determined.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to bipolar not working. The system was tested and verified as ready for use. The probable root cause could not be determined since the erbe has not been returned for failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report that bipolar was not firing. Tse did not find any relevant logs regarding the integrated electrosurgical unit (iesu) or erbe. Monopolar was working fine; only bipolar had issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. The site switched out the bipolar cable and instrument with problem persisting through the new ones as well. The case was finished using a vessel sealer instead of the bipolar.